Event description:
It was reported that the pt's vns gave a high impedance warning message upon the first interrogation following implant surgery. A system diagnostics test was performed that showed normal results however. The pt's vns was turned off as requested by the pt's father for a vacation. At the pt's next visit, a system diagnostics test was performed that indicated high impedance. A chest x-ray was taken and forwarded to the MFR for review. Review of the x-rays found a suspect area near the location of the anchor tether. It could not be determined whether the lead pin was completely inserted into the generator. An unpronounced lead fracture is also possible. Attempts for additional info are in progress. No adverse events have been reported.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.